Event description:
It was reported by the plaintiff's attorney that "on (B)(6) 2008, the plaintiff was implanted with a monarc subfascial hammock" device to treat stress urinary incontinence. The plaintiff's attorney alleges that plaintiff has "severe and permanent bodily injuries and significant mental and physical pain and suffering." Plaintiff's attorney also alleges the plaintiff has "to undergo extensive medical treatment, including operations to locate and remove the product, operation to attempt to repair pelvic organs, tissue and nerve damage, the use of pain control and other medications, injections into various areas of the pelvis, spine and the vagina and operations to remove portions of the female genitalia" and other damages.

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.